Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise and a high out of range pacing impedance measurement of greater than 2000 ohms on the ra channel. The pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.